Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. The pump on day three had placement signal loss and suction. The pump remained on for support despite this. Ultimately therapy stopped due to diagnosis of intercranial brain injury. Family withdrew care, and patient expired but there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.